Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. During visual evaluation, kinks were noted to the catheter, and the balloon was also noted to be partially inflated. During functional testing, an attempt was made to aspirate the balloon but was unsuccessful. The balloon was then attempted to be inflated but was also unsuccessful. The balloon was cut and under microscopic observation, two kinks were noted to the inner guidewire lumen. No anomalies were noted to glue bullet and portholes. No further testing performed. The testing could not be performed due to the incidental kinks noted to the catheter. Therefore, the investigation is inconclusive for the reported deflation issue. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h3, h6 (component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta dilatation balloon allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta dilatation balloon allegedly failed to deflate. There was no reported patient injury.